Event description:
An attorney is alleging that his client suffered burns over her lower extremities when a "...humidifier was caused to and did fall over..."

Manufacturer narrative:
The consumer failed to heed the instructions and warnings provided as follows: "when using electrical appliances, basic safety precautions should always be followed to reduce the risk of ... Injury to persons." "Never tilt, move, or attempt to empty unit while it is operating." "Keep the cord out of heavy traffic areas..."